Manufacturer narrative:
This is a definitive report. No detailed information is available through our us partner follow-up to the reporter pharmacy. This case was received from the FDA as the message tiled "MDR report: <mw5157260>" addressed to our us agent dated july 16, 2024.

Event description:
On (B)(6) 2024 - a 59 year-old female patient, who had been prescribed gel-one for bilateral primary osteoarthritis. As concurrent disease, she had knee pain and chondromalacia patellae for both knees; and tymlos (abaloparatide acetate) for age-related osteoporosis without current pathological fracture. She passed away per their notes, unknown if md is aware, the cause of death was not provided. No further information was provided.